Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 44 mg/dl. Sugar water and candy were consumed to elevate the bg to 139 mg/dl. The customer admitted to taking too much insulin by over-blousing and the bg dropped. Tandem technical support advised the customer to discuss the event with a healthcare provider.